Manufacturer narrative:
Medcad evaluated the device and determined that the observed sheen originated from the machining process. Additionally, the few drainage holes were found to contain peek material. Surgeon was able to re-schedule the surgery, and a new implant along with a duplicate implant, was provided before the rescheduled surgery date upon conformance.

Event description:
Peek implant had sheen on it and drainage holes were not cleaned all the way through.